Event description:
Patient had a left total hip arthroplasty and was discharged home without any complications. The patient returned to the emergency department with a fractured left femur around her previous tha. She was taken to the or for revision of her left femoral component with orif of proximal femur. During the surgery, a cable would not thread through single-sided tensioner so the staff removed it from service and used the second one in the tray. That tensioner would allow for a cable to pass and surgery was completed. Two days later, the central sterile supply manager was evaluating the "broken" tensioner only to find it was not broken at all but was full of debris from previous patients. He then disassembled the "used" tensioner to find it was full of debris as well. We sent off for loaner replacements from the company and those received, under video inspection, were found to be caked with debris too. These devices are difficult to clean and visually confirm clean because they do not come apart close to the difficult areas to clean. The patient has now developed a hip infection requiring explanation of hardware, placement of a spacer x 6w and then a redo hip arthroplasty in 3 months.